Manufacturer narrative:
A sample is not available for this complaint. If any additional information becomes available a follow up report will be filed.

Event description:
Adapter had a 3.0 tip on it while in use and the tip broke off when on the patient and connected to the et tube. No patient injury. Customer clarified stating "occurred while on a patient which resulted in obvious leak in the circuit noted on ventilator and patient oxygen desaturations. Corrective action, replace the connector and provide bag mask ventilation until oxygen saturations recovered¿.

Manufacturer narrative:
Investigation results 2 samples were received and evaluated. The 3.0 tips of the two samples were broken at the root to the top of the buckle. Based on the engineering analysis, the broken phenomenon could be caused by a huge external force. No lot number was provided. However, samples for the last batch produced were dimensionally inspected and no issues were found. In addition, product was check at the manufacturing facility and no broken condition was found. Furthermore, the broken condition could not be duplicated at the manufacturing facility. At this time we are unable to determine the root cause of the reported issue. No issues were found within the manufacturing environment that could cause this issue. We will continue to track and trend this issue.